Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The inner package and foldable carton were returned for review; the outer package was not. A hole was found in the inner tyvek lid, located just inside of the heat seal. Examination found the hole to be teardrop shaped with tvek material bunched up to the one side of the hole. With the information provided, it cannot be confirmed that the tyvek lid on the inner cavity contained a hole when initially removed from the outer package. Even if the inner tyvek lid contained a hole, its contents would remain sterile as it is contained within a sterile outer package. No other complaints have been returned from this particular lot. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the screw's inner package had a hole in it, while the outer package had no damage.